Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the readings are fluctuating significantly. The customer is using a fluke spotlight simulator. Customer confirms that there is a masimo curve loaded in the simulator. Customer states this unit was never on a patient when it started fluctuating. Customer states that he sets his simulator to 97. During monitoring with the simulator, he states that within one to two minutes the readings will start fluctuating up and down between 97 and 70s. This fluctuation occurs continuously until they reset the simulator or remove and reattach the unit to the simulator. The same thing is happening to the pulse rate at the same time it is happening to the spo2 value. There was no patient involvement.